Event description:
This is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis with (B)(6) for (B)(6) in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was hospitalized due to the peritonitis. Event treatment was not reported. At the time of reporting, the event had not resolved. It was not reported whether dianeal therapy was ongoing.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem and will continue to monitor to determine if further actions are required.